Event description:
Additional information was provided that the device was electively explanted approximately one year later during a procedure to explant a non-boston scientific lead for a documented lead issue. The device was returned over one year later for evaluation.

Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was vacationing out of the country when they were noted to have passed out. An allegation was made that the device did not do what it was supposed to do. The patient was being brought to a hospital for evaluation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.